Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have problems with sensor. Customer states that she received false low readings. Customer states sensor showed that her blood glucose was 73 mg/dl when blood glucose was actually 180 mg/dl. Customer states she received a threshold suspend as well. Customer also reports to have excessive bleeding at site. Customer was educated on reasons for bleeding at site. Customer's blood glucose at the time of call was 114 mg/dl. Customer was advised that sensors would be replaced. No further information provided.